Manufacturer narrative:
A visual examination of the returned device found the catheter cut and the clevis arms bent. Functionally, the returned unit could not be tested due to the return condition. The condition of the returned incident device confirms the reported condition since the bent clevis arms could interfere with device withdrawal from the scope. The most probable root cause is operational context as excessive force was applied to the device due to anatomical or procedural factors that limited the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Event description:
It was initially reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a biopsy procedure. According to the complainant, during the procedure, after retrieving several biopsy samples the device became stuck near the elevator of the scope. The device was cut at the shaft in order to be removed from the scope. The procedure was completed with another radial jaw 4 single use biopsy forceps standard capacity device. Reportedly the device was inspected/tested prior to use and no anomalies were noted, and there was no difficulty or resistance inserting the device into the scope. Additionally it was confirmed that there was no visible damage to the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; clevis arms bent.